Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 252 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving a low battery alert from the insulin pump. The customer reported changing the battery of the insulin pump and then the insulin pump turned off. The customer also reported that the reservoir icon of the insulin pump showed that the reservoir was empty where the insulin pump had a full supply of insulin from the reservoir. Troubleshooting was done. The customer was advised that that the insulin pump was working as designed. No additional information was provided.